Event description:
On (B)(6) 2013 keypad reported to freeze when in use.

Manufacturer narrative:
The reported complaint was not confirmed, nor duplicated. The pump operation log gives no indication of the reported problem and shows no system error 75 or system error 123 which typically accompany a non-responsive keypad. The keypad was responsive during the investigation of this pump.